Event description:
During a paf cryo procedure, air aspirated into the side tube that is used for priming. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 10f fast-cath introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.